Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer experienced an elevated blood glucose (bg) level of 389 mg/dl. The customer believed the bg level was caused by either an infection or the pump not delivering insulin. No alarms were reported at the time of the event that may have caused insulin deliveries to stop. The customer administered a manual injection to address the bg level. Recommendation was made to consult with their health care provider to discuss diabetes management.